Event description:
Info received indicates that pt has history of cervical disc impingement, and she had a cervical injection when the physician had punctured spinal cord. Pt was having significant weakness and sensory loss below that level. Pt had small vaginal erosion in her right side and was being treated with local estrogen preparation prior to this incident. During her time period of sensory deficiency she did not feel pain, however, as the pt's sensation is beginning to return, the pt is now having pain in her vaginal area secondary to the same non-healing erosion area has increased significantly. Pt may need trimming and closure of vaginal erosion.